Manufacturer narrative:
Review of complaint activity for the architect intact pth reagent, lot 07519a000, found normal complaint activity for the specific lot. Tracking and trending review identified increase in complaint activity for falsely elevated results. The historical performance of reagent lot 07519a000 was evaluated using worldwide field data. This evaluation indicated that the patient median result for lot 07519a000 is within the established control limits and therefore, no unusual reagent lot performance was identified. Manufacturing documentation was reviewed and no issues were identified. Additionally, labeling was reviewed and adequately addresses the customer issue. Based on the investigation, no systemic issue or product deficiency was identified for the architect intact pth reagent.

Manufacturer narrative:
This report is being filed on an international product, architect intact pth, list 08k25-25, that has a similar product distributed in the us, list number 8k25-27/29. An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. Patient information: no further information is available. Patient identifier: multiple = (B)(6).

Event description:
The customer reported falsely elevated architect intact pth results while using the architect i1000sr analyzer. The customer indicated the samples were lower on roche. The following results were provided: sample ID (B)(6): architect 145.8 pg/ml, roche 62.47 pg/ml. Sample ID (B)(6): architect 91.8 pg/ml, roche 41.21 pg/ml. Sample ID (B)(6): 137.8 pg/ml, roche 66.28 pg/ml. Sample ID (B)(6): architect 104.6 pg/ml, roche 37.85 pg/ml. Sample ID (B)(6): architect 1401.1 pg/ml, roche 669.7 pg/ml. No impact to patient management was reported.